Event description:
Reportedly, during a scheduled endoscopic retrograde cholangiopancreatography (ercp), upon second dilation of the pancreatic duct, physician noticed extravasation of contrast into a contained collection along the duodenal wall. Upon inspection of the biliary dilation balloon post procedure a pin hole was observed in the balloon. No reported harm to patient.